Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the right atrial (ra) lead needed to be repositioned, however the helix would not retract even after multiple attempts. The lead was removed from the body and several more attempts were made to retract the helix with no success. The lead was attempted and not implanted. A new ra lead was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information was received that during the implant procedure the physician attempted to reposition the right atrial (ra) lead since the threshold measurement was high at 3.8 volts and the p-wave amplitude was low at under 1.0mv at the original implant location.